Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker reportedly had a heart rate of 54 beats per minute (bpm). The patient thought the device had been set to 60. Boston scientific technical services (ts) advised the patient to contact their device following physician as it could either be normal device operation or a malfunction. Additional information was requested but no further information was obtained as the patient refused to be followed the implanting clinic. No adverse patient effects were reported. The device remains in service.